Event description:
- -

Event description:
Additional information was obtained: a revision procedure was performed. When the surgical pocket was opened, the lead came out and the distal coil became disconnected. The connections were cleaned and the lead was reseated in the device header. All measurements obtained were normal. It was thought the connection issue was due to the lead dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
- -

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this right ventriicular lead displayed the shock impedance measurements have increased since a device replacement procedure three months earlier. Prior to the procedure, the measurements were within normal limits; however follow up interrogation revealed a high out of range shock impedance measurement. It was thought there was a connection issue. No lead issue was suspected. A lead revision procedure will be performed in the near future. No adverse patient effects wree reported.